Event description:
It was reported that the patient experienced ineffective therapy due to invalid impedances. As a result, the patient underwent surgical intervention on (B)(6) 2022 to have their lead replaced. Patient now has effective therapy.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000054230.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.